Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2021. Customer was dispatch in emergency medical service. The customer was hospitalized on (B)(6) 2021 due to high blood glucose. The cause of death was unknown the caller stated that the customer had sepsis that caused high blood glucose that may have led to the customer's passing. The customer¿s blood glucose was unknown mg/dl at the time of death. It was unknown that customer was wearing insulin pump at the time of death. It was unknown if the caller will return the insulin pump for analysis.